Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip was cracked. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 309653 batch no. 9275510. It was reported that three syringes were cracked. It has been brought to my attention that our oncology technicians have come across 3, 60 ml syringes with 50 ml calibration that have cracked when using. This poses a huge concern and thankfully they weren't drawing up hazardous drug at the time these syringes cracked. I'm not sure if they are coming in cracked and it's difficult to notice until use or if they are almost cracked and then the pulling back of product is making a complete break. Currently they have stopped using the individual syringes and have taken the sterile trays of 20 syringes up to oncology. Rcvd an email from the customer providing the following information: was the course of treatment changed? If yes, provide the details. No. Was there exposure to blood/bodily fluid? If yes, provide the details. No. Was there medical intervention? If yes, provide the details. No.